Manufacturer narrative:
Foreign post code (B)(6). One dynomite 2.0mm peek anchor preassembled needles fixation device reported on for each of two complaints. The complaint stated: ¿the anchor was broken when the anchor was inserted.¿ this instrument is recommended for attachment of soft tissue to bone situations. The product has very specific prep instruction for use with only smith and nephew drill bits and guides. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. To prepare the insertion site, only use the smith and nephew drill guides and drill bits intended for use with the dynomite suture anchor or the implant may not be properly aligned. Inspect the drill bit for damage prior to use. Do not attempt to straighten or sharpen the drill bit. Sharpening will alter the implantation site and could affect anchor stability¿. Response to further questions were unsuccessful. No root cause associated with the manufacture of this device was determined. Request for further details was unsuccessful. It is unknown whether accompanying prep instrument and tools were smith and nephew products. No root cause associated with the manufacture of this device was confirmed. No further investigation warranted at this time.

Event description:
It was reported that during an unknown procedure the anchor was broken when the anchor was inserted. It is unknown if a back up device was available or if a delay was caused by the device malfunction. No patient injuries were reported.